Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash"), skin disorder ("allergy:skin condition"), vaginal discharge ("bladder/urinary problems:vaginal discharge") and vaginal infection ("bladder/urinary problems:vaginal infection"). At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, rash, skin disorder, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for migration,bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received:case became incident. Event injury nos has been updated and new events ¿device dislocation¿, ¿dyspareunia¿, ¿pelvic pain¿, ¿abdominal pain¿,¿ back pain¿, ¿menorrhagia¿, ¿rash¿, ¿skin disorder¿, ¿vaginal discharge¿, ¿vaginal infection¿ were added. Patient date of birth and reporter(lawyer) added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.